Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s blood glucose levels had risen to 260 mg/dl after dinner, causing concern for the patient¿s husband. Shortly thereafter, the levels began to stabilize and trend back down, and at the time of the call, the patient¿s blood glucose was 244 mg/dl and steady. The patient¿s blood glucose was affected by this issue for approximately 2 hours. No back-up therapy or ketone testing was used, no steroid injections had been administered, and no professional medical intervention or additional assistance was required. No immediate health effects were experienced, and insulin delivery through the ilet was not suspended. The agent advised monitoring the patient¿s blood glucose over the next 1¿2 hours and to call back if levels did not continue to trend back into range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.